Manufacturer narrative:
(B)(4). Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during an eviva breast biopsy procedure (B)(6) 2016 the needle bent inside the patient as the physician was removing the needle, the skin of the patient presented an entrance hole that was bigger than usual. There was no patient injury and the physician was able to obtain tissue samples. The patient was not recalled. The procedure was completed and the patient was discharged home.